Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: hg0gshf02, implanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: hg0gshf02, ubd: 24-mar-2017, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(4), ubd: 13-feb-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen dose and con centration not reported via an implantable pump. On (B)(6) 2020 it was reported that they expected 3ml back during a routine pump refill. The actual residual volume was 13ml. The patient was asymptomatic. The were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study and the physician was unable to aspirate the catheter. The actions and interventions taken to resolve the issue was the healthcare provider would refer to the surgeon immediately for a catheter revision. The surgical intervention did not occur but was planned and not yet scheduled. The issue was note resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.